Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and was found that the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip. Clip was stuck in clip applier jaws. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not release from the arm as expected. The arm was flashing yellow/orange. The clinical sales rep (csr) was notified and troubleshooted with surgeon, but instrument failed to come out. The csr instructed removing arm 3 including trocar from the patient. After removal of the port, technical support engineer (tse) was called and troubleshooting continued. Surgeon was able to disengage instrument from arm 3 with the emergency tool. Surgeon decided it was best to continue laparoscopically. Surgery proceeded but was delayed. The procedure was completed with no reported injury.